Manufacturer narrative:
Correction: it was accidentally reported to the FDA that the device was not returned for analysis. Current information available states that the suspect medical device was discarded after explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast surgery with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. As a result, the patient underwent explantation and replacement with a mentor gel breast prosthesis on (B)(6) 2013. The patient reported that she has had four mentor gel breast prostheses that have ruptured. Refer to refer to manufacture report number: 1645337-2019-12859, 1645337-2019-16026, and 1645337-2019-12405 for the reports on the other three ruptured devices.